Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the analyzer passed all incoming functional tests. It was noted the battery was depleted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was pace sense analyzer (psa) disfunction. It was further reported during measurement (during treatment) the ventricular channel did not function. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.